Event description:
Reporter initially indicated that device was explanted and patient was re-implanted with new device. Further investigation revealed that during generator replacement surgery due to end of service, a high lead impedance reading was obtained when surgeon connected leads to the new generator. The cervical incision was opened. The carotid sheath was disected. The surgeon noted no tie downs were used when the patient was first implanted. Furthermore, a significant amount of fibrous was also noted embedded in the carotid sheath. The old leads were cut below the electrodes. The new electrodes were placed below the old electrodes. The surgeon thought the old leads were placed unusually high on the vagus nerve. Normal results were obtained with the lead test when retried. No further events during surgery occurred.